Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported patient allegations of pain, instability, difficulty walking and dislocation. Subsequently, patient underwent revision procedures on (B)(6) 2011 and (B)(6) 2011. An invoice history could not be located to confirm the surgery dates and which components were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.